Manufacturer narrative:
Clarification to d6a: partial date of 2007 provided but removed from report as it did not align with the manufacture date of the device. Continued e1 -- email: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported side unspecified "capsular contracture, baker grade IV". The device has been explanted and replaced.

Event description:
Healthcare professional reported side unspecified "capsular contracture, baker grade IV". The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases and opening were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, e1, h3, h6.